Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shut down via dc power after ac power was removed after routine testing. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device unexpectedly shut down via dc power after ac power was removed after routine testing. No patient involvement was reported.